Event description:
It was reported that there was a refractive surprise on both sides following the implantation of intraocular lenses in the fall of 2023. The patient was implanted with drf00v model lenses in (B)(6) 2023. Right eye 28.5d, left eye 30.0d. Residual refraction: right eye (od) -1.75 -1.00 165°, left eye (os) -1.00 -0.75 170°. An yttrium aluminum garnet (yag) capsulotomy procedure was performed on the right eye in (B)(6) 2024 and on the left eye in (B)(6) 2025. Both procedures were performed outside of the eye center. Therefore, the account could not provide any details regarding the yag procedures and indicated that the patient returned for evaluation only recently. No further information provided. This report is to address the patient's left eye. A separate report will be submitted for the patient's right eye.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: partial number provided, as the serial number was not provided. Section d6a: if implanted; give date: (B)(6) 2023, exact date is unknown. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.